Manufacturer narrative:
A4 and a5, ethnicity, are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced atrial fibrillation that resolved without treatment. The patient was successfully weaned from the pump and survived.